Event description:
It was reported, there was a fracture on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was placed to resolve the event. Further information was requested but not yet received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.